Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: the patient was revised because of component loosening, pain, alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision (left). Incorrect see below. Reason(s) for revision: component loosening (cup), pain, alval / soft tissue reaction. Update: primary and revision surgery dates, products, hospital, surgeon, reason for revision from form 57 verified against (B)(6) update spreadsheet dated 28 oct 2011. Update received 17 july 2014. Additional hospital added. Hip side amended. Hip(s) to be revised: right. On 21st july 2014 - confirmation received that component loosened was the cup.

Event description:
Asr revision.

Manufacturer narrative:
Corrected: describe event or problem, brand name, common device name, catalog/lot#, patient code/device code. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.